Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack on the top right corner, by the lcd screen. The customer's blood glucose was 115 mg/dl. The customer stated that they had dropped the device a couple of times. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with cracked display window corners, reservoir tube lip and minor scratches on display window.